Event description:
Volumetric - during evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for volumetric accuracy but passed the rite electrical test. The (B)(4) evaluated the device. An accuracy confirmation test was performed and failed. The piston foam was replaced with the test articles at which time the door piston was found to be cracked at the left disposable. The assignable cause for the rite test failure - volumetric accuracy, was determined to be a cracked piston. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. The device did not meet specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.